Manufacturer narrative:
On (B)(6) 2020, it was found that updated reason for device explant and/or reoperation was omitted on the previous report. Manufacturer's reference number: (B)(4), updated reason for device explant and/or reoperation: suspected rupture, capsular contracture.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the condition of the right-sided device and replacement devices. Initially, bilateral rupture was reported. However, the patient surgeon noted that left-sided rupture was diagnosed prior to the revision surgery, and only the left-sided device was observed to be ruptured upon explantation. Therefore, the right-sided device was not considered as ruptured. The replacement devices are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, right serial #: (B)(6) left serial #: (B)(6) the relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-oct-2020, mentor received additional information regarding the grade of capsular contracture. The grade was iii. On 9-oct-2020, the suspected medical device was returned for evaluation. On 27-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the anterior view of the device consistent with crease. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced bilateral rupture and capsular contracture (grade unknown) postoperatively. On (B)(6) 2013, the patient experienced breast firmness and MRI was recommended. However, the patient declined to proceed with MRI at that time. On (B)(6) 2020, MRI was performed, and the result indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This report is for the right-sided prosthesis.